Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer's husband was reported via phone call that the insulin pump is cracked, and the lip on both the battery compartment and the reservoir compartment are lifting. Customer's blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.